Manufacturer narrative:
No further information was provided by the customer. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys tsh ver.2 assay, elecsys ft4 iii assay, and elecsys cortisol ii results for 1 patient sample on a cobas e 801 analytical unit. The initial tsh result was 0.01 uiu/ml and the initial ft4 and cortisol results were below the limit of detection. The repeat tsh result was > 1 uiu/ml and the ft4 and cortisol gave repeat results that were interpreted as "normal." The actual ft4 and cortisol results were requested but not provided. No questionable results were reported outside of the laboratory. The repeat results were deemed correct. The reagent lot number is 65331401 and the expiration date is 31-dec-2023. The ft4 and cortisol reagent lots and expiration dates were requested but not provided.